Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: there was no moisture corrosion observed in the battery canister or on the battery cap. The pump failed a leak test due a battery compartment crack at the threads on the side down to the case seal. When the pump's cover was removed, moisture corrosion was found to the printed circuit board. Unrelated to the moisture ingress, the display contrast was dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.